Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred. Customer's blood glucose level was in the 50's mg/dl to 100 mg/dl range. Reportedly, the customer had manual injections as alternate insulin therapy.

Event description:
The cause of the low blood glucose was unknown. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information was provided.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low blood glucose (bg) was not entered into the pump by the user. One correction bolus of 4.43 units was delivered on (b)(64) 2018. Based on user¿s daily basal and programmed boluses, there were no obvious requests or deliveries that would cause bg levels to drop. Complaint could not be confirmed. There is no evidence that the insulin pump experienced a malfunction or failure. There is no evidence that the insulin pump experienced a malfunction or failure to cause a low bg level.